Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead became stuck in the ra appendage and while pulling it out, the lead got damaged. An insulation break was suspected. Subsequently, the lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This device is expected for return. Additional information: a return request was submitted to the field for product return. The field indicated that the device had been shipped back; however, at this time we have no record of return for this product. Should the device be received, a product investigation will be conducted, and a supplemental report will be provided.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead became stuck in the ra appendage and while pulling it out, the lead got damaged. An insulation break was suspected. Subsequently, the lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This device is expected for return.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead became stuck in the ra appendage and while pulling it out, the lead got damaged. An insulation break was suspected. Subsequently, the lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet was attempted to be inserted into the lead lumen and became stuck at 240 mm from the terminal end. Additionally, x-rays revealed stretched conductor coils at 245 mm from the terminal end. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the lead becoming stuck in the ra appendage; no fracture or insulation break were observed.